Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm mechanical valve of a different manufacturer. The reason for the replacement was reported as a sizing issue, as during the implant procedure, the valve could not be seated properly. It was further reported that the valve was fully sutured and tested prior to removal. It was also reported that the medtronic sizer was used for this implant procedure. It was further noted that the barrel and replica end of the sizer were used during the implant, and the replica end was used to select the size of the valve. The annulus was not felt to be between two different sizes, and the body surface area (bsa) chart was used for valve sizing. Pledgets were also not used during the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were in the closed position with pinwheel noted between l1 and l2. All leaflets were flexible. Leaflet 1 (l1) appeared intact. A tear to leaflet 2 (l2) approximately 4.5 mm from the free margin was observed adjacent to commissure 3 (below post 2). The tissue adjacent to the tear appeared textured and frayed. Leaflet 3 (l3) appeared to have been tugged from the commissure 5 (below post 3). The sewing cuff was received in an upright position. Slight deflections were noted on post 2 and post 3. No deflection was noted on post 1. Commissures appeared intact except where leaflet damage was observed on commissure 3 and commissure 5.the sewing cuff was received in an upright position. Remnant green multifilament sutures remained attached to the sewing cuff adjacent to l2. Multiple tears were noted on the sewing cuff near l1 and l2. A sizing verification was performed per (B)(4), avalus aortic valve size verification protocol. The tears observed on the sewing cuff prevented an accurate measurement of the sewing cuff per the inspection criteria outlined within (B)(4). As a result, the cloth covered stent posts were used to perform the sizing verification. A validated production inspection fixture m059891t002, avalus inspection plate, 19 mm, was used to confirm the valve size through the assessment of the cloth-covered posts. The analysis confirms the valve to be an avalus 19 mm valve. D9: updated. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.